Event description:
Written report received from baxter reports "pca infusor was filled and the device was primed, the white tab on the watch module was left in place and the blue cap was removed. The device was left in a kidney dish until it was needed. When the customer was ready to attach the device they had noticed 25 mls. Had run in. They were not aware that the device became a continuous infusion if white tab was not removed". Contents of device reported as 60mls of nacl and 120mg morphine. No report of patient injury.